Manufacturer narrative:
As reported, during an interventional procedure, a chevalier floppy was inserted but the distal end got kinked before crossing the lesion. Then it was replaced with a chevalier tapered 30 which was inserted but it kinked as well. Therefore, it was replaced with a new guidewire (non-polo) and the new guidewire crossed the lesion. A saber percutaneous transluminal angioplasty (pta) catheter was then delivered to the lesion for a pre-dilatation, but it ruptured at approximately four (4) atmospheres (atm). Therefore, it was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintain negative pressure). There were no kinks nor other damages noted prior to inserting the product the product into the patient. There was difficulty crossing the lesion. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17544820 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system tracking difficulty¿ ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the tracking difficulty and burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during an interventional procedure, a chevalier floppy was inserted but the distal end got kinked before crossing the lesion. Then it was replaced with a chevalier tapered 30 which was inserted but it kinked as well. Therefore, it was replaced with a new guidewire (non-polo) and the new guidewire crossed the lesion. A saber percutaneous transluminal angioplasty (pta) catheter was then delivered to the lesion for a pre-dilatation, but it ruptured at approximately 4 atmospheres (atm). Therefore, it was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintain negative pressure). There were no kinks nor other damages noted prior to inserting the product the product into the patient. There was difficulty crossing the lesion. The product was removed intact (in one piece) from the patient. The products were clinically used and they will not be returned for analysis.